Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: no defects were found. The cartridge passes visual inspection. No damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
The reporter claimed that the pt's blood glucose elevated to 430 mg/dl with no symptoms while using a cartridge with leakage issue. There was no report of medical intervention for acute complication of diabetes at the time of concern. In addition, the reporter claimed that a bolus given during lunch was not recorded in the animas pump history. During troubleshooting, the animas pump memory showed that the last bolus insulin dosage was administered at 7:27 am. This complaint is being reported as a malfunction due to the alleged cartridge leakage issue. The pt did not suffer an acute complication of diabetes as there was no evidence of symptoms or medical intervention that would suggest a serious injury.